Event description:
It was reported by service report that the right headend siderail was stuck in the stowed position and the brakes did not engage. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: siderail stuck in down position.